Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm during bolus. Customer reported the drive support cap appeared normal. Customer reported motor error occurred more than once in the last 30 days. Customer reported displacement test failed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform self-test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify motor error alarm due to a33 alarm. However, unit passed rewind test and displacement test.